Event description:
It was reported an angio-seal device was deployed post procedure. Approximately 48 hours post deployment, the pt developed symptoms of an infection. The pt was transferred to surgery to evaluate the infection site. There were no angio-seal components found outside the artery.